Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f multipurpose (mp) a2 100cm infiniti thrulumen diagnostic catheter broke during shaping. The catheter body fractured at the junction between the distal tip and the catheter shaft during shaping, resulting in a separation into multiple pieces. The surgeon immediately stopped using the catheter and replaced it with another non-cordis catheter to continue the procedure. There was no reported patient injury. The event occurred during a patent ductus arteriosus (pda) surgical procedure after an unknown guidewire had been removed. The device was stored and prepared according to the instructions for use (IFU). Shaping was performed outside of the patient, and the breakage also occurred outside of the patient. The device will be returned for evaluation. The hospital reported this case as a serious injury adverse event to the china nmpa.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 6f multipurpose (mp) a2 100cm infiniti thrulumen diagnostic catheter broke during shaping. The catheter body fractured at the junction between the distal tip and the catheter shaft during shaping, resulting in a separation into multiple pieces. The surgeon immediately stopped using the catheter and replaced it with another non-cordis catheter to continue the procedure. There was no reported patient injury. The event occurred during a patent ductus arteriosus (pda) surgical procedure after an unknown guidewire had been removed. The device was stored and prepared according to the instructions for use (IFU). Shaping was performed outside of the patient, and the breakage also occurred outside of the patient. A non-sterile unit of catheter cath f6inf tl mp a2 100cm 2sh was received coiled inside a clear plastic bag and unpacked for product evaluation. Visual inspection identified a separation at the brite tip/distal tip, and the separated portion was not returned for evaluation. No other damage or anomalies were observed at naked eye on the returned device components. Due to the condition observed, amplified images were obtained and analysis of the separated area showed elongation and plastic deformation. These findings are commonly associated with tensile overload, and it was therefore concluded that the plastic material had been subjected to force exceeding the material component¿s yield strength before the observed damage. The fusion between the components was examined and showed no abnormalities. Dimensional analysis was performed near the damaged area to verify the device ID and od, and the results were found to be within specification. Based on the available information and analysis, there is no evidence to suggest the reported failure is related to the manufacturing process. The reported ¿brite tip/distal tip ¿ separated¿ was seen during the product evaluation. The exact cause of the reported event cannot be determined. The separation occurred during shaping and evaluation results showed signs of tensile overload therefore, handling factors cannot be excluded. The instructions for use do not provide specific guidance regarding manual shaping or deformation of the catheter prior to insertion. The device is intended for use by trained healthcare professionals experienced in catheterization procedures, who are responsible for device handling and technique selection based on clinical judgment. Manual shaping is not defined as a device-specific instruction, requirement, or limitation within the IFU and is therefore considered an operator-dependent technique rather than a manufacturer-directed use condition. Based on the available information, there is no indication that this specific event is related to device design or the manufacturing process. Therefore, no further actions will be taken.